Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported bleeding could not be conclusively determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient required more blood transfusions. Esophagogastroduodenoscopy found duodenal arteriovenous malformations. The site was treated with argon plasma coagulation and hemoclipped. The patient received proton pump inhibitor and warfarin was restarted. The patient was negative for h. Pylori antigen (no active infection) and antibody was positive. The patient was prescribed with h. Pylori treatment for 14 days.

Manufacturer narrative:
The reported history of acquired von willebrand syndrome and recurrent gi bleeding was reported under medwatch MFR report numbers: 2916596-2016-01994; 2916596-2017-01132 and 2916596-2017-01417. (B)(4). Approximate age of device- 1 year and 8 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital due to increased fatigue, weakness, accompanied by low hemoglobin and hematocrit levels. The inr was not supratherapeutic. The clinicians suspected gastrointestinal bleeding (gi); however there was no arteriovenous malformations seen. The patient was transfused with three units of packed red blood cells.